Event description:
It was reported the programmer intermittently locks up and is unable to telemeter devices. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirmed the device locks up and has intermittent telemetry.